Event description:
It was reported that the pump "emptied faster than supposed to" causing to refill more frequently. The pump was replaced. It was noted there was no injury. The patient status was noted as recovered without sequela. The pump was delivering dilaudid, bupivacaine and clonidine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter: model# 8709sc, serial# (B)(4), implanted: 2008 (B)(6), explanted: unk (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis of the pump revealed no anomalies. The pump passed all infusion and non-destructive testing. The pump dispensed accurately and no volume discrepancies were noted.